Event description:
It was reported the powered laser surgical instrument had a wireless foot pedal that could not be properly configured to the system. The customer connected their wired foot pedal which worked. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Adding h4, h6, h7, h9, h10 correcting: d4 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. The device was not returned to olympus for inspection, and the reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device. This is 1 of 2 reports. Related report MFR # 00303.